Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 36 mg/dl. The customer stated that the insulin pump continued to deliver insulin after the bolus had been completed. The customer also stated that he was treated by the paramedics on (B)(6) 2011, for low blood glucose levels of 37 and 34 mg/dl. Advised that the insulin pump would be replaced. Nothing further was reported.